Manufacturer narrative:
No patient information provided as no patient was involved in this concern. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system outside of procedure. It was reported that while doing calibrations on the system that there was abnormal behavior during her attempts. The system took 3 restarts to fully boot up, and after it was booted up the door would only open 4 inches every time the open button was depressed and moving slower than usual. Additional information was received stating that field service engineer walked the radiologic technologist through motion calibration and the system is working as expected now.